Event description:
Procedure type: low anterior resection. According to the reporter: after applying and removing the instrument, it was found the device stapled but did not cut the tissue. A new instrument was used to redo the anastomosis and to complete the procedure. Surgery time was extended approximately 1 hour as a result. There was no report of blood loss.